Event description:
The customer daughter reported that the customer is hospitalized due low blood glucose. The customer's blood glucose level was 42 mg/dl. The customer was admitted at (B)(6) on (B)(6) 2014. The patient was not in a vehicular accident. The customer daughter stated that the perceive cause of the low blood glucose was a33 alarm on the insulin pump. The customer was advised to troubleshoot for a33 alarm but did not troubleshoot . The customer was advised tht we will replaced the insulin pump. The customer daughter was advised once she gets to the hospital to call back so that we can sent the replacement and go over the policy.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional tests could not be completed due to the alarms. A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).